Manufacturer narrative:
Section d6a: implant date not applicable. Manufacturer's investigation conclusion: the reported event of the system controller (serial number: (B)(6) not displaying information on the screen was not able to be confirmed. The system controller was not returned for analysis and no photos or other documentation were submitted for analysis. Provided information indicated that the damaged display did not prevent the controller from supporting the system as intended, and that the controller was exchanged, resolving the reported event. The root cause for the reported event could not be determined via this investigation. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the issue resolved with the controller exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller no longer showed parameters when the display button was pressed. It showed black screen with the green pump running symbol present. A self-test was performed but that did not solve the issue. When the controller was connected to heartmate touch, all parameters displayed correctly. The controller was exchanged.